Manufacturer narrative:
The impella passed all post-sterile inspection checks. No product was returned. The cause of the temporary pump stop was use related since the 0.018 guidewire was left in the pump when starting it. The cause of the difficulty delivering/advancing was patient condition related as clinical details note anatomical challenges including a sharp turn at the ascending aorta. The cause of the arrhythmia and tachycardia was unable to be determined due to insufficient clinical details. The cause of the bleeding cannot be determined as insufficient clinical details were provided.

Event description:
It was reported that during implantation of an impella 5.5 there was a pump stop. The pump was removed, reflushed, and placed. The wire was observed to be damaged upon removal/replacement and there was bleeding that prompted red blood cells to be transfused. Later, the patient was successfully weaned from the pump and survived.

Event description:
The complainant reported additional information upon request: "the impella 5.5 had no issues after the initial insertion. No replacement of pump was needed. The device was disposed and no other information is available."